Event description:
It was reported that pump displayed cgm error and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed error did not recur, and successfully started new sensor session.